Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 5 with drain volume of 3746 milliliters (ml). This drain volume meets baxter's iipv criteria. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device met specifications with regards to the iipv found in the log review. The cause for the iipv found in the logs was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).